Event description:
The customer reported the system displayed a high ma errors during pt cases. There is no report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A filament calibration was completed. The system was then found to be operating as intended. This malfunction may have resulted in a possible, accidental radiation occurrence.